Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a blown fuse. No negative impact in state of health reported. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "fuse blown" was confirmed. Further defects, independent from main defect, were detected in log file analysis which need to be solved by exchange of the mainboard. The software was not up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "failure of a component within the power supply". Consequently, the main fuse blow for safety reason to prevent further damages. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information in section b3, b5 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The defect was detected prior procedure and there was no patient involvement.